Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that the insulin pump had multiple unexpected restart. The customer blood glucose level was 312 mg/dl. The customer was assisted with troubleshooting. Customer reported that they were able to clear the alarm, able to complete rewind. Customer reported that they received multiple unexpected restart alarm. Customer stated that insulin pump was cracked while removing battery cap at the battery compartment. Customer stated that insulin pump was exposed to moisture when rafting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.